Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 232.6040. Technical support: 1. Replace display board. 2. Return the module to the factory. Recommended replace display board. Dina will replace display board. A review of the device history record showed the device had a manufacture date of 04/27/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : no product returned

Event description:
The customer reported error 232.6040. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported error 232.6040. There was no patient involvement.